Event description:
Customer states his jazz meter was reading higher as compared to the one touch meters he was previously using.

Manufacturer narrative:
Meter was returned and tested per agamatrix procedures. No fault was found with meter. Customer did not suffer harm due to incident. This case has been closed.